Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent or kinked cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The records user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's pod was activated on (B)(6) in the evening, and she had normal blood glucose results through 8:00am on (B)(6), when it was 125 mg/dl. At 12:00pm, it was 363 mg/dl and she took a 3.90 unit bolus. At 2:49pm, her blood glucose was 413 mg/dl. At 2:53pm, she took a 2.65 unit bolus. At 3:38pm, her blood glucose was 366 mg/dl. She deactivated the pod at 3:39pm, and when it was removed, the cannula looked bent or kinked.